Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter is giving inaccurate low reading of ¿120 mg/dl¿ compared to a hospital meter reading of ¿199 mg/dl.¿ this complaint was classified based on the customer care advocate (ca) documentation. The patient tested on the subject meter at ¿120 mg/dl¿ on (B)(6) 2014 at around 2-3 pm. He reportedly develop symptom of sweating immediately after the reported reading. Based on the reported reading of ¿199 mg/dl¿ taken on a hospital meter around the same time, the patient was given IV fluids. During troubleshooting, the patient indicated that the low reading of ¿120 mg/dl¿ compared to a hospital meter reading of ¿199 mg/dl¿ were taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The unit of measurement was set correctly at the time of testing. The test strips were within the discard date. This complaint is being reported because the patient required medical intervention suggestive for acute complication of diabetes while he managed his diabetes with the subject meter. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Follow-up # 2 ¿ (08/22/2014)the patient¿s test strips have been returned on 8/11/2014 and evaluated by lifescan product analysis on 8/12/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). The patient¿s meter has been returned on 7/24/2014 and evaluated by lifescan product analysis on 7/25/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.